Event description:
During a kit inspection, the sales representative reported that he found the tip of the tap was split. There was no patient involvement. There have been malfunctions in the past associated with the tip of this device.

Manufacturer narrative:
There was no patient involvement. There was no surgical procedure. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.